Manufacturer narrative:
(B)(4). Batch # = m93h3f. The analysis results found that the el5ml device was returned partially cycled and in good visual condition. Additionally the indicator wheel displayed orange. In an attempt to replicate the reported incident, the cycle was completed and the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In addition the device locked out as intended but the orange indicator previously showed orange for empty device. The reported event could not be confirmed as the jaws opened and closed as intended during functional testing. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired several clips across the cystic duct. He then fired multiple clips across the cystic artery. When the surgeon fired the last clip, the device locked onto the artery (closed) and would not open. The surgeon had to pull the device off of the artery, causing the artery to tear. The surgeon opened another ligamax device and controlled the bleeding. There were no patient consequences reported.

Manufacturer narrative:
Tracking #:(B)(4) date sent: 2/25/2016 a1, 2, 3, 4; b6, 7; d11: information was not provided by the initial contact. D4; h3, 4, 6: information is unavailable. D4: batch # unk the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired several clips across the cystic duct. He then fired multiple clips across the cystic artery. When the surgeon fired the last clip, the device locked onto the artery (closed) and would not open. The surgeon had to pull the device off of the artery, causing the artery to tear. The surgeon opened another ligamax device and controlled the bleeding. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 03/25/2016 additional information: d4, 10; g4; h2, 3, 4, 6 batch # = m93h3f the analysis results found that the el5ml device was returned partially cycled and in good visual condition. Additionally the indicator wheel displayed orange. In an attempt to replicate the reported incident, the cycle was completed and the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In addition the device locked out as intended but the orange indicator previously showed orange for empty device. The reported event could not be confirmed as the jaws opened and closed as intended during functional testing. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6. Follow up number.

Manufacturer narrative:
(B)(4) date sent: 1/25/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #4. G6: follow-up report number.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted as follow up report #10. It should have been follow up report #6. G6: follow-up report number.